Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jun-2023. H6: investigation summary: customer returned 5 shelf cartons (100 each) from lot# 2010734 of 0.3ml 31g 6mm syringes reporting scale marking defective. The 30 syringes were visually examined and observed 6 syringes with slanted scale markings. The (30) syringes were inspected via gauge to ensure correct placement of the graduation markings and observed the return samples found to be within permitted specifications. A review of the device history record was completed for batch # 2010734 all inspections were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer indicated failure. Root cause ¿ since the product was in specification, no root cause can be determined.

Event description:
It was reported that prior to use with 480 bd veo¿ insulin syringes with bd ultra-fine¿ needle the scale marking were tilted. The following information was provided by the initial reporter: inaccurate scale mark - the mark on the syringe are tilted.

Event description:
It was reported that prior to use with 480 bd veo¿ insulin syringes with bd ultra-fine¿ needle the scale marking were tilted. The following information was provided by the initial reporter: inaccurate scale mark - the mark on the syringe are tilted.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.